Event description:
Reporter noted system lost power after priming. Replaced two fuses, but system would not turn back on. Surgeon enlarged incision to removed cataract manually; left cortex. Sutured wound to close. Increased iop due to inability to remove cortex during surgery. Patient rescheduled at different facility to complete case. Cancelled two remaining cases. Stated there was no patient injury.

Manufacturer narrative:
A company service rep checked system; replaced power supply to resolve performance problem reported. Completed pm. Returned part for further evaluation.